Event description:
Pt reported that blood glucose levels have been low (43-60 mg/dl) for the past two weeks, resulting in passing out sometimes. Pump user self-treated low blood glucose by drinking juice and eating.